Event description:
It was reported that the patient was in a boating accident in (B)(6) 2011 and was hit in the chest. After the accident, noise was noted on the atrial lead. The noise could be reproduced with isometrics. When the lead was explanted, it was noted that the insulation was abraded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only the proximal portion of the lead was returned. Final analysis found that the proximal insulation was abraded at 12 cm, 15.1 cm to 15.3 cm, 15.8 cm to 16.2 cm and 16.5 cm to 16.9 cm from the connector pin. The distal coil was exposed in the same areas, due to friction with another device.